Event description:
It was reported the programmer display was frozen or was not responding. The hcp stated (B)(6) 2013 during a routine refill they were unable to advance from the 3rd to 4th and 5th tab so the pump was never updated then. The patient was returning to the clinic today (B)(6) 2013 to have the pump updated. Troubleshooting attempted did not solve the issue. They planned to have the manufacturer representative paged to see if they could bring the hcp a functional 8840 until she received a new 8840 (B)(6) 2013 as the patient would be there today at 2pm to have their pump programmed to the correct reservoir volume. The low reservoir alarm will sound sunday (B)(6) 2013 so the pump needed to be updated before then. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).